Event description:
It was reported that device delivered inappropriate high voltage therapy when the patients rate was not in the programmed vt-2 zone. Programming changes were made. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.